Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "guidewire caught and prevented the wire/needle from fully safety-ing." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to activate the safety mechanism is confirmed but the exact cause remains unknown. One 18 ga x 8 cm accucath device was returned without kit packaging or label. Two photos of an accucath device were also provided which showed a device in a similar condition to the returned sample. The catheter was returned separate from the needle and guidewire housing. The needle was returned partially retracted within the housing. A loop in the guidewire was formed and extended from the needle¿s flash notch. The formation of the loop interfered with the safety mechanism activation and complete retraction of the needle within the device housing. Microscopic observation of the needle bevel revealed a slight barb at the needle tip. The proximal and distal ends of the guidewire were found to be present without the needle; however, the center region of the wire was extending from the flash notch. Based on the condition of the returned sample, possible contributing factors include advancement of the guidewire against resistance or manipulation of the guidewire which may lead to bunching. Since the guidewire was found to restrict the activation of the needle and safety mechanism, the complaint is confirmed, but the exact cause remains unknown. H3 other text : evaluation findings are in section h11.

Event description:
It was reported "guidewire caught and prevented the wire/needle from fully saftey-ing." No other information was provided.